Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer; therefore, a product evaluation could not be performed and the alleged product issue could not be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was report that during an embolization treatment, the coil prematurely detached within the catheter. No patient harm or injury was reported.

Manufacturer narrative:
The implant was the only component received for evaluation. The investigation of the returned implant found the proximal end stretched with the attachment monofilament attached at the marker band. The tip of the monofilament profiles a tensile break shape which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.